Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Customer receives device with error 800.8000 in the error log history (8015, s/n (B)(4)) failure device type: failure problem type: failure mode: case resolution: customer receives device with error 800.8000 in the error log history (8015, s/n (B)(4)). Customer identifies the error logged in history several times. Explained to customer the problematic fault to the operate software on the device. Suggested customer to re-flash the operate software back onto the 8015. Customer to monitor unit for any re-occurrence of the error code. Informed customer to repair/replace the logic board, if device errors with same error code. Customer to call back for assistance, if any further issues and/or concerns need addressing. End call. Ref: (B)(4).